Manufacturer narrative:
Following products were implanted: (B)(4). Although it is unknown if these devices contributed to reported event we are filing this MDR for notification purposes. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent implantation of interspinous spacer at l3-4 and l4-5. On an unknown date, post-op, low back pain was confirmed. Patient got bedridden. Patient underwent surgery for back bone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.